Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge as guided, removed misplaced o-ring and cleaned pneumatic tap area, then successfully reloaded original cartridge through load menu, and insulin therapy was resumed without further issue.